Manufacturer narrative:
(B)(4). Date sent: 5/24/2016. Batch # unk. The following information was requested, but unavailable: what degree of hemorrhoids did the patient have? What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Did the device fire any staples? Or, did the device fire staples, but staples were missing from the staple line? How much blood was lost (ml)? Did the patient require a blood transfusion? If yes, how many units were given? Did the post-operative care change based on the bleeding? Response: unfortunately cannot get more information on this complaint. We contacted the doctor, who reported the incident, but he will not provide more information. Additional information provided: diagnosis-internal hemorrhoids type ii.

Event description:
It was reported that during long method for hemorrhoids procedure, the device was used and then found out that there were minor arterial bleeding in three areas and therefore stapler did not staple. Area was sutured with absorbable suture by which was problem solved. One device was discarded.